Event description:
It has been reported to philips that the c-arm and table could not be moved. The system was in clinical use. To date, no further information was received and it is unknown how this impacted the patient procedure. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. There was no patient or user impact. The philips remote service engineer (rse) worked with the customer via video call and remote access to the system. The rse tried to load the geometry ipc software via service mode without success and verified that the geometry computer was locked. The customer was asked to turn off the machine, leave it off for a few minutes and turn it on again. After this procedure the machine stopped again, and a battery failure was found in the geometry computer. The rse walked the customer through removing the geometry computer and replacing the 3v battery (cr2032). The system was turned back on and after the bios was reconfigured, the system returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.